Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified error code 41622. Visual inspection was performed. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the original; sr# (B)(6) with error code 41622. The event happened during testing.